Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 418 mg/dl. The customer was treated with insulin pump. Customer woke up with 200 mg/dl on insulin pump and 418 mg/dl on blood glucose event. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.